Manufacturer narrative:
Product analysis: analysis confirmed that there was an offset between the stylus tip and the cursor on the display screen. The touchscreen was out of calibration. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during programmer field service, it was found that the stylus tip and pointer did not align on the display screen. The programmer has been returned for service. There was no patient involvement.